Manufacturer narrative:
The lens was returned in the lens case. Solution is dried on the lens. The lens is folded and pressed between the lens case wall and the lens posts inside the lens case. Both haptics are folded and adhered to the optic by solution. The optic is split along the fold crease. The lens was cleaned with lphse. Scratches are observed on both the anterior and posterior side of the optic. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The file indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. The product investigation could not confirm the reported complaint of stuck in the cartridge as the lens was returned in the lens case and the cartridge was not returned for evaluation. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The lens dimensions are acceptable (plan view) using an approved template. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was stuck in the cartridge. There was patient contact but no reported patient harm. The surgery was completed the same day.